Event description:
This is a report of a customer who reused the disposable set during peritoneal dialysis (pd) therapy. The patient was advised by the technical service representative (tsr) to end therapy and start over with new supplies. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.